Event description:
The pt's predominant seizures: partial seizures without secondary generalization were showing a seizure increase at the 6-months, 1-year and most recent visit (3-years post implant). Pt noted as having a "seizure increase" for the "vegetative seizures with nausea and dizziness" at the 1-year, and 2-year follow-up visits. Programming history available in the MFR's programming history database indicates results within normal limits since implant. Good faith attempts to obtain add'l info have been unsuccessful to date.